Event description:
Olympus medical systems corp (omsc) was informed that during an open laparoscopic hepatectomy, the subject device was used. In the two hours of the procedure, the ptfe pad of the device was separated. The user exchanged it with another thunderbeat. The procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was not returned from the user facility, olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history in the lot number of the device was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the foregoing analysis of the subject device, it was possible that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut. Based upon the evaluation, this report appears to be related to user handling.